Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 6 is jammed. The customer reported that issue occurred when dispensing medications and there was a delay in workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. The field service engineer cleared up the medication jam issue, restored the drawer's functionality and performed the hardware testing application to clean all other drawers. Then, the drawer was able to be accessed, and no further issues were found. The system functioned as intended after the field service engineer repaired the device.